Event description:
It was reported a balloon burst during an unknown procedure. To date no further details with regards to the circumstances surrounding this event were available. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. This device was returned, evaluated and retained by this manufacturer. The engineering evaluation revealed a 4mm burst located in the distal portion of the balloon. The nylon braiding was overstretched. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which as been associated with overpressurization or use in a calcified lesion. However, without further details regarding the circumstances of this event, co. Is unable to determine the cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."